Manufacturer narrative:
Event year reported as 2018; however exact date of postoperative screws migration is unknown. This report is for an unknown quantity of unknown matrixmandible screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned to synthes for review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The screw delivered from synthes to customer (through materialise) are all delivered in an unsterile condition. Based on this no investigation will be done on those from synthes side. Our investigation has shown, that the reported complaint condition is unconfirmed as the reported complaint condition could not be replicated, as within the investigation results from materialise the potentially root cause couldn't been identified. For this complaint, the design and manufacturing aspects were investigated. The bsso plates were designed according to the work instructions. The measurements taken to control the planning aspects were all within the specifications. As such the position of the plate was planned correctly. The implant design also met specifications as the thickness and width were according to the work instructions. The screws were placed more than 3.5 mm apart from each other and therefore this part of the design also met specifications. The mechanical aspects of the design were also investigated. It was found that the dimensions and mechanical properties of the bsso plates were according to design and specifications. In CAPA (B)(4) process changes were already investigated. No changes were found that could influence design or biocompatibility of the devices. Infections can occur due to non-device related reasons. As the device met specifications, no root cause was found for this complaint. Root cause process category: root cause not found. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a removal procedure of the four (4) trumatch midface mandible plates due to an infection. Initially, the patient underwent a bimaxillary osteotomy on (B)(6) 2018. During a routine check last (B)(6) 2018, the patient presented pain on the mandible in the area of the plate on both sides. There was also puss present and signs of infection and swelling. The surgeon prescribed the patient with antibiotics and waited for weeks to see if the infection has cleared up. Swelling and infection was persistent, and so the plates were removed. During the removal procedure, an unknown screws that were in the plate had backed out. It was observed that the left side of the mandible where the bilateral sagital split osteotomy (bsso) was done had healed while the right side where the bsso was done was still mobile. Thus, it was re-plated with an unknown stryker plate with screws off the shelf. The patient status was fine during a follow up one week after the procedure. Surgeon had commented that the plates was a bit thicker than his usual mandible plates. There was no surgical delay reported. This report is for unknown quantity of unknown matrixmandible screws. This is report 1 of 1 for complaint (B)(4).